Event description:
An altitude alarm was reported by the customer when the pump declared an alarm. There was no adverse impact to the customer's blood glucose level. The customer did not need to replace the cartridge and was able to resume insulin with the original cartridge after receiving prevention tips for altitude alarms from technical support, which the caller understood and acknowledged.